Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasovagal response. After the first energy delivery in the left superior pulmonary vein (lspv) bradycardia occurred and the patient's oxygen saturation decreased. Pacing was applied and the patient's condition stabilized. The procedure was then successfully completed using the original device. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.